Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer that the device alarmed and displayed a button error. Customer stated they did not recall any significant events that lead to the alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level at time of reporting was 250 mg/dl. Customer stated that her blood glucose level might be higher at time or reporting due to eating a meal prior to calling. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.